Manufacturer narrative:
It is unknown if there was patient involvement. Date of event is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unavailable. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reports that on an unknown date, the locking compression plate (lcp) drill guide would not thread into the screw hole. It is unknown if there was a surgical procedure or patient involvement. Concomitant device: locking compression plate (part: unknown, lot: unknown, quantity: 1). This report is for a 2.0mm threaded drill guide with depth gauge. This is report 1 of 1 for (B)(4).